Event description:
The dealer is stating the recliner cylinders froze and caused the hardware on the back where it attaches to the seat frame has broken. We are replacing the entire recliner back assembly.